Event description:
Harmonic focus shears 9 cm hand piece #har9f, lot # u40f1z, exp: 06/30/2025 attached to sterile harmonic cord by surgical technician, and connected to harmonic scalpel asset # 49238 power generator. Surgical technician followed all prompts on from harmonic scalpel power generator and team attempted to activate the harmonic focus shears hand piece x 2 without success. Harmonic scalpel powered off and on. Harmonic scalpel power generator failed to recognize harmonic focus shears hand piece for the third time. A second sterile disposable harmonic focus shears 9 cm hand piece #har9f, lot # u40f1z, exp: 06/30/2025 was obtained and attached to sterile harmonic cord and attached to a second 5 minute in procedure delay noted. Patient safety maintained. Harmonic scalpel power generator asset #47693. Harmonic scalpel activated and functioned properly. FDA safety report ID# (B)(4).